Manufacturer narrative:
510 (k) number: n/a. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device was advanced to desired position along with the wire guide, but user pull the trigger which cannot release the stent.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. The 510(k) number provided is of the device considered 'similar' to this device. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The evo-pc-10-11-6-b device of lot number c1473291 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 19 september 2018. On laboratory evaluation of the returned device, kink (proximal) located 1319mm from the top of the distal flexor was noted. Resistance felt within the device. Stent deployed but resistance felt mostly during retraction. Flexor cut proximal side of kink and no resistance felt on deployment indicating that the proximal kink caused the issue. Complaint is confirmed as the failure was verified in the laboratory. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However possible causes may be that the a kink may have occurred at some stage during the procedure due to tortuous anatomy causing stent deployment difficulties. Document review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1473291 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1473291; upon review of complaints this failure mode has not occurred previously with this lot #c1473291. IFU review: the instructions for use ifu0057-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use ( ifu0057-5). Summary: complaint is confirmed as the failure was verified in the laboratory. The patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This file is being reported under the FDA MDR malfunction precedence "flexor kinked/ stretched broke/ compressed." Device was advanced to desired position along with the wire guide, but user pull the trigger which cannot release the stent.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. The 510(k) number provided is of the device considered 'similar' to this device cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is being reported under the FDA MDR malfunction precedence "flexor kinked/ stretched broke/ compressed". Device was advanced to desired position along with the wire guide, but user pull the trigger which cannot release the stent.